Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. Corrected fields: e3, e4, g2. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure of the communication errors were not confirmed. The reported failure of the bottom part of the screen missing was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise when connector is moved, intermittent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bottom part of the screen is missing was due to image noise when connector is moved. The most probable cause of the complaint was due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e216 scope communication error message and the bottom part of the screen was not displayed. The issues occurred during inspection for use. There were no reports of patient harm.